Manufacturer narrative:
Device evaluation: one unused device was returned for evaluation in an open package. The device was examined and a high amount of force was required to remove the needle from the catheter. The root cause of the failure is due to an excessive torque applied to the device during manufacturing. The work instructions have been updated to include a warning on the use of excessive force during manufacturing. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
Device evaluation: the affected device has not yet returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the needle inside the catheter could not be removed and the device had to be replaced. This failure occured during the use of the device. No patient harm or injury was reported.